Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: lumbar decompression bilaterally of l3-4 with bilateral nerve root forami notomy; revision lumbar decompression, l4-5 bilaterally and l5-s1 bilaterally; posterior spinal fusion, l4-5 and l5-s1; posterior lumbar interbody fusion, l4-5 and l5-s1; implantation of peek cage, l4-5 and l5-s1 (x1 cage each level); segmental inst rumentation, l4 to s1, using orthofix firebird instrumentation system; bone marrow aspiration, 110 cc spun down to 10 cc total volume; implantation of 1 kit (1.4 cc) bone morphogenic protein; neurovision monitoring x2 hours; direct pedicle screw stimulation with electromyelogram, bilateral, l4, l5 and s1 nerve roots. Pre-op diagnosis: degenerative disc disease with stenosis. As perop notes: ".. Attention was turned toward posterior lumbar interbody fusion. We could only gel cage in on the right side because of prior surgery and the scarring. Cages were placed at l4-5 and l5-s1 in a standard fashion. Disks were taken. Trial sizers, shavers and box cutters were utilized. The implant was then filled with bone and impacted and had excellent line-to-line fit.. A combination of mosaic sponge soaked in bone marrow aspiration concentration, also with the bone morphogenic protein and posterior elements packed in.. The patient tolerated the procedure well.." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.